Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) epicardial lead, which the patient has two of, triggered an alert for low pacing impedance which resulted in a device mode switch. High pacing thresholds were also observed. The leads remain in use. No patient complications have been reported as a result of this event.